Event description:
It was reported that a patient with a pain stimulation implantable pulse generator experienced significant pain and a marked decline in quality of life following a transition to a new implant. The patient described that with the new implant, battery life did not exceed more than 6 hours a day twice a week, compared to the previous implant which provided 2 hours of relief per day, 5 days a week. The patient alleged that the implant may not be modulated correctly and reported that the settings on the new implant were not effective, resulting in pain for 70% of every day. The patient experienced significant pain impacting daily activities, including difficulty walking, showering (struggling to shower even once a week), and was barely able to get out of bed, feed themself, or go to the bathroom. The patient reported numbness and weakness affecting the biceps and parts of the hand, and expressed concern about self-injury due to numbness. The patient stated that previously, the whole body had 70% pain relief 70% of the time, but currently only experienced 30% relief 30% of the time, with 15% pain. The patient required three days to prepare for an appointment due to pain and difficulty with self-care. Emotional distress was reported, including feelings of inferiority, social divide, frustration with lack of support and effective troubleshooting from patient services, and distress due to inability to function as before (not able to be active 10-12 hours a day). The implant had been off for nine months during the transition to the new implant. The patient did not want opiates or fentanyl and expressed fear of opioid use unless dying. The patient reported that the old system worked, the new system did not, but the wires did not move. The patient requested to meet with a representative for readjustment and was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.